Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Beginning (B)(6) 2016, atrial pacing impedance measured 285 ohms and consistently measured between 285 and 323 ohms. There was an atrial unipolar lead impedance warning on (B)(6) 2016.

Event description:
It was reported that the lead warning triggered, and the atrial lead exhibited multiple points of low impedances, resulting in multiple polarity switches. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth.